Event description:
As reported by the user facility: the safety clip did not engage completely leaving the tip of the stylet exposed. Nurse sustained a needle stick. Care provided to the nurse as per protocol for the management of an employee after a needle stick. Additional information provided by the facility indicated the nurse is fine and all protocol bloodwork testing performed was negative.

Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned to the manufacturer to be evaluated. The clip was properly covering the needle tip. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the actual manufacturer, b. Braun medical industries.